Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
2.0 double lumen PICC placed on (B)(6) 2021. PICC dressing change completed d/t 48 hrs post insertion and blood noted under dressing. Old dressing removed, site cleaned with chg and PICC noted to be leaking at hub to wings.

Event description:
2.0 double lumen PICC placed on (B)(6) 2021. PICC dressing change completed d/t 48 hrs post insertion and blood noted under dressing. Old dressing removed, site cleaned with chg and PICC noted to be leaking at hub to wings.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number mw5101514. We received the failed catheter as a sample. The catheter tube was shortened to approx. 19.5 cm. It is not possible to flush the catheter as it is severely occluded (neither the green nor the orange lumen). The microscopic examination shows that the catheter tubing was partly torn out at the junction of the catheter and fixation wing. The surface of the broken area is rough, which is a typical sign for the effect of excessive tensile stress in combination with the weakening effect due to the use of alcohol-based disinfectant we were informed that the customer used alcohol-based disinfectant. There is a statement in the product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Furthermore, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." Additionally, according to the product incident report form, the customer used a 3 ml syringe. We have a warning in the product's IFU: "do not use syringes smaller than 10 ml, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi (1,5 bar, 1125 mmhg) can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones. Batch history records were reviewed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. Review of complaints showed there are six complaints for batch 8023305 and four regarding a leaking catheter at the junction on code 4g070020373 within the last three years. No corrective action will be initiated by quality management as there are no indications of a manufacturing fault. Corrective action. Based on the investigation, this issue could not be traced to a quality defect of the product; therefore, no further corrective action will be initiated at this time. This failure will be monitored for future actions.